Event description:
It was reported that system diagnostic recorded high impedances on both extensions. As a result, surgical intervention was undertaken wherein both extensions were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. It was reported to abbott during procedure high impedances were observed on both extensions. The high impedance could not be resolved. Both extensions were replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.